Manufacturer narrative:
The manufacturing record was reviewed and found no irregularities. The situation in which the concentration of the disinfectant solution was unknown occurred because there was a misunderstanding in the judgment of the aceside check. It is necessary to make sure to check the concentration of the disinfectant before use according to instruction manual.

Manufacturer narrative:
The subject device was not returned to olympus. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that it was not clear whether the concentration of aceside was effective. There was no report of patient injury associated with the event.